Event description:
Caller reported that t:slim x2 pump battery would not charge and attempted to troubleshoot using tandem's charging cable and wall adapter without success. There was no adverse impact to the customer's blood glucose level. Tandem technical support sent a replacement charging cable and wall adapter, which resolved the issue, allowing the pump to begin charging without any further assistance required.